Manufacturer narrative:
Conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
On 8/15/96 0906 message and 800# left for md call back. Tsb. 8/15/96 1545 surgeon returned call and stated the ez35 fired correctly on the first firing. On the second firing, it would not close. The surgeon removed the device from the body and opened and attempted to close the device outside the body. It would not close. The case was completed with scissors and electrocautery. Kjb. 8/20/96 1230 cin attempted to reach contact, and was told he would be in tomorrow. Bah. 8/20/96 1235 courtesy risk manager. She will try to obtain patient information. Bah. 8/21/96 1520 attempted to reach contact, he left for the day. Tkb. 8/22/96 1008 contact reported the surgeon was having trouble getting the instrument to stay closed. She finally got the instrument to stay closed and fired without difficulty. On a subsequent reload, the jaws would not open without prying them open after inserting instrument in trocar. Then it would not fire at all. He could not remember how the instrument was completed. Patient info as follows: eab, mr #114695, dob 1-27-1970, female, unk weight. Tsb.